Event description:
It was reported that during follow-up, high capture threshold and high lead impedance were observed. A pocket revision was performed, and the lead was disconnected and reconnected and all measurements returned to normal. Patients condition was good.